Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical product: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lee, kb., et al (2011), delayed intra-articular migration of the intrafix outer sheath after anterior cruciate ligament reconstruction: a case report, the knee, vol. 18(5), pages 347-349 (korea, south). The study emphasizes on a (B)(6)-year-old female with a 6-month history of a left knee pain after a twisting injury. Physical examination revealed positive lachman test, tenderness at the lateral joint line and mild effusion. Magnetic resonance imaging (MRI) revealed an anterior cruciate ligament (acl) discontinuity and a tear of the discoid lateral meniscus. An anterior cruciate ligament (acl) reconstruction was performed with an 8.5mm tibialis allograft tendon. The case report describes the following procedure: an anterior cruciate ligament (acl) reconstruction. The devices involved were: a bioabsorbable rigidfix cross pins (depuy mitek, raynham, ma) on the femoral side and non-absorbable intrafix (depuy mitek, westwood, ma) with a post-tie staple on the tibial side. Complications mentioned in the article: patient experienced a sudden catching sensation and a slight pain with swelling in the operated knee at 5 months post-surgery. Physical examination showed mild effusion. At 6 months after surgery, physical examination showed a moderate effusion, active range of motion of 20° to 130° and lateral joint line tenderness. Arthroscopy revealed migration of the outer sheath into the joint.